Event description:
It was reported that during an anterior resection procedure the gun closed down as usual, but no staples were fired proximally or distally. The rectum was hand closed. There was no adverse patient consequence.